Event description:
As reported: "it was reported by the customer that the size 2 and size 3 talar peg trials do not stay securely attached to the inbone trial handle (ib200010), as the component that keeps them on the handle gradually wears down over time."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.